Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va0zepx , implanted: (B)(6) 2015, product type: lead. Product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: b35200, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 3708640, serial#: (B)(4), product type: extension. Product ID: 3387s-40, lot#: va1b8zj, product type: lead. Product ID: b35200, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 23-jul-2018, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 12-aug-2018, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 14-may-2017, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-op testing, impedances out of normal range on right side at all contacts/combinations except 10. External/patient factors that may have led or contributed to the issue are unknown. Patient reported to manufacturer representative that she has fallen a few times over last years; unsure of involvement. Troubleshooting and actions taken was having impedances run two times pre-operatively and intra-operatively. Pre and post op impedances remain consistently same with out of range measurements at all contacts except active stimulation contact - 10. While in or, doctor noted both extensions 'extensively tangled/twisted." Doctor untwisted as best he could before inserting into new generator. Additional information was received that the cause of impedances and twisted extensions are unknown. It was unknown if the falls were related to or had an affect on the device. Impedances are consistent with pre-op impedances.  Refer to manufacturer report 3004209178-2021-00901 for details pertaining to the related reportable event.